Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the blue stapler reload's little orange tabs were sticking out. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that they fired a blue staple load and the orange tabs/wings that push the staples out were sticking out. When they removed the reload, it got caught on some tissue. The csr stated they put in a new reload and proceeded with the case. The isi technical support engineer (tse) recommended that the customer return the stapler and reload. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the csr was present for the case. After the blue sureform 60 reload was fired successfully, a few of the orange pushers that pushed the staplers out of the reload were sticking out a little on the distal corner of the jaws and became caught on the tissue. The surgeon separated the reload from the tissue with fenestrated bipolar forceps. There was no bleeding or harm to the tissue. No extra tissue was excised due to the issue. There were no post-operative complications reported. The csr informed the customer had saved the blue reloads for return.

Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.